Event description:
Patient with tracheostomy in place receiving mechanical ventilation. Per nursing note, registered nurse (rn) noted the trach inner cannula flange was broken - "snapped at the hub where the inner cannula is inserted." This was a tracheostomy tube that was placed the day prior. Nursing reported that the patient had not been tampering with the tube. Nursing notified physicians of equipment issue. Doctor assessed patient and noted, "the connection of flange to outer cannula appears snapped." Patient was reportedly asymptomatic. Ventilator data showed patient was receiving good tidal volumes on vent and oxygen saturations remained stable. Ent replaced trach without problem. Manufacturer response for tracheostomy tube, covidien (per site reporter). No response at this time.